Event description:
Phaseal luer lock connector lot#: 2503727 and phaseal optima infusion connector lot#: 2501301. When attaching the infusion connector to the luer lock connector drug would not go into the bag. Technician added a new luer lock connector and infusion connector was successful in infusing the bag with medication. Patient code: 4580. Device code: 2964. Reference report #mw5174344.